Manufacturer narrative:
Additional information received indicates that there was no damage noted to the package. The integrity of the sterile pouch was not compromised. The device was stored in the lab. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. There was no difficulty encountered flushing the sds. The stent was not manipulated during prep. The device was inserted through a hemostatic valve. There was no resistance met while advancing the device. There was no excessive torquing required. There was no resistance met while advancing the device over the guidewire. The patient is doing just fine. The intended target lesion was the common iliac artery. The lesion level of calcification was moderate. The lesion level of tortuosity was mild. The lesion level of angulation was mild. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, during procedure the stent of the genesis pro (29 x 80 bil 80) stent delivery system (sds) came off the balloon just distal to the sheath. The physician had to snare the stent out of the patient. The intended target lesion was the common iliac artery. The lesion level of calcification was moderate. The lesion level of tortuosity was mild. The lesion level of angulation was mild. There was no damage noted to the package. The integrity of the sterile pouch was not compromised. The device was stored in the lab. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. There was no difficulty encountered flushing the sds. The stent was not manipulated during prep. The device was inserted through a hemostatic valve. There was no resistance met while advancing the device. There was no excessive torqueing required. There was no resistance met while advancing the device over the guidewire. Initially, the physician, was intending to dilate a lesion in the right common iliac artery. The lesion was calcified. They brought the stent to the lesion but weren't sure of the placement, then they retracted the stent towards the sheath to reposition. Then, the stent of the genesis pro (complaint product) expandable stent (sds) came off the balloon just distal to the sheath. The physician had to snare the stent out of the patient. The procedure was completed with a non-cordis sent. The patient is doing just fine. The product was not returned for analysis. A product history record (phr) review of lot 17582394 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The procedure films were provided for physician review. A single cd-rom with multiple cine files is submitted for review. Retrograde access is achieved in the right common femoral artery. Contrast injection shows moderate tortuous and calcified right iliac lesion. There is ¿coral reef¿ type calcification in the distal common iliac artery to the level of the iliac bifurcation. The stent is advanced bare into the distal abdominal aorta distal to the target vessel segment. Subsequent images show the balloon catheter being withdrawn towards the target segment. There is wire bias along the lateral aspect of the vessel at the proximal margin of the calcified segment. The balloon is withdrawn, however, the stent stays unchanged in position just above the target segment. After the balloon is inflated the separation of the balloon and stent is then identified. The stent is removed and another stent is used to complete the procedure. Final angiogram shows an excellent result with restoration of a normal flow lumen and no evidence of dissection, extravasation, or other complication. The reported ¿stent dislodged - in patient¿ could not be confirmed by physical analysis as the device was not returned for analysis. However the event was confirmed by physician review of the procedure film. The exact cause could not be determined. Vessel characteristics of moderate tortuosity and calcification may have contributed to the reported event. In the reviewing physician¿s opinion, this case involves a technical/procedural issue and does not represent product malfunction. According to the safety information in the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17582394) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during procedure the stent of the genesis pro (29 x 80 bil 80) expandable stent (sds) came off the balloon just distal to the sheath. The physician had to snare the stent out of the patient. The procedure was completed with a non-cordis sent. The product will be returned for analysis. Initially, the physician, was intending to dilate a lesion in the right common iliac artery. The lesion was calcified. They brought the stent to the lesion but weren't sure of the placement, then they retracted the stent towards the sheath to reposition.